Event description:
Caller from account reported a free flow of solution from the source container on station 6 or the unit into the final container. This occurred during the compounding of the first tpn or the day. Current practice at the facility is to prestretch tubing prior to installation of transfer set on unit. Reporter advised the caller not to do this and that it can be the cause of free flow. They do turn rotors after tubing installation, which is the recommended practice. Installation of a new transfer set resolved the problem. No pt involvement. Since the issue was resolved by telephone, the unit was not swapped out.